Event description:
Asr revision. Right asr xl acetabular system. Date of revision: (B)(6) 2012. Update (B)(6) 2012 - revision confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr xl acetabular system. Date of revision: (B)(6) 2012. Update 22 may 2012 - revision confirmed. Update - querying missing reason for revision and added a stem (manufacturing date not available for stem) . Taken from claimsuite dated 23rd march 2015. Update - added reason for revision. Taken from email dated 16th april 2015. The reason for revision of the right hip is the following: - elevated serum cobalt levels, pain and loosening of the femoral stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl acetabular system, date of revision: (B)(6) 2012. Update 22 may 2012 - revision confirmed. Update - querying missing reason for revision and added a stem (manufacturing date not available for stem) . Taken from claimsuite dated 23rd march 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr xl acetabular system. Date of revision: (B)(6) 2012. Update 22 may 2012 - revision confirmed. Update - querying missing reason for revision and added a stem (manufacturing date not available for stem) . Taken from claimsuite dated 23rd march 2015. Update - added reason for revision. Taken from email dated 16th april 2015. The reason for revision of the right hip is the following: - elevated serum cobalt levels, pain and loosening of the femoral stem. Update - patient demographics attached (x-ray report, op notes, various letters) added patient gender. 28th april 2015. Gender - male.